Manufacturer narrative:
.

Event description:
The patient's mother reported that during follow-up, the doctor stated the catheter had a tear in the device material and it may need to be replaced. A subsequent appointment with the hcp is anticipated. Additional information has been requested from the physician.